Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics (date not reported) due to pus at the implant incision site. The implanted device remains.